Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012 manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with dafilon suture breakage. During an ophthalmological procedure, it was noted that the suture broke. Further details on surgical outcome and operative course were not provided. Additional information was requested.

Manufacturer narrative:
Samples received: 2 unopened units. Analysis and results: there are no previous complaints of the same code-batch. We have received 2 closed samples to analyze this case. We have tested the knot pull tensile strength of the samples received and the results fulfil the requirement of the european pharmacopoeia (ep): 0.032 kgf in average and 0.028 kgf in minimum (ep requirement: 0.010 kgf in average). We have also tested the linear pull tensile strength of the closed samples received and the results fulfil the requirement of united states pharmacopeia (usp): 0.045 kgf in average and 0.045 kgf in minimum (usp requirement: [?]0.019 kgf in average). Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfils usp/ep and b.braun surgical requirements. Remarks: when working with dafilon suture materials great care should be taken to ensure that the use of surgical instruments, such as tweezers and needle holders do not damage the material by being pinched or kinked. Final conclusion: although the results of the samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions.